Event description:
The duett was deployed following an interventional peripheral procedure (via a 7 fr sheath in the left common femoral artery). During the deployment the tension on the catheter was not held tight during procoagulant delivery as directed in the IFU. Symptoms consistent with an arterial occlusion began 5 minutes post-deployment when the pt pulses were lost. The physician immediately performed an angiogram to confirm an occlusion. An angiojet and anti-coagulant medications were used to treat the occlusion. A follow-up angiogram confirmed the occlusion had been successfully removed and pulses were restored. The event was resolved with no further complications.